Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical console presented an issue with fluid/air exchange. The procedure details and patient impact have not been provided. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative noticed the cassette was released or replaced without being primed at the same time the issue occurred, however if that was the cause remains inconclusive. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).